Event description:
The account stated that the axsym analyzer has generated discrepant vancomycin results on 5 patient samples. The doctor has questioned a patient that generated a result of 0.4 mg/l, the sample was then retested and the result was 0.0 mg/l. The qc was within range. The account has decided to send out their samples to a reference lab. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation (B)(4) - other a single definitive cause for the erratic results could not be identified as the field service rep replaced multiple components and adjusted and tightened multiple connections. The field service rep (fsr) was requested to verify instrument performance. The fsr performed multiple part replacements and adjustments: the reagent carousel v-wheels were replaced as a precaution. The v-wheel assembly was changed at the process carousel level as a precaution and he cleaned the v-wheel assembly at the rv carousel and sample carousel. The matrix carousel v-wheels were changed as a precaution. The rv picker was changed as a precaution. The rotary cam was replaced as it was damaged. The buffer inlet tubing kit was replaced as one of the tubing was half broken at the buffer transfer pump union and it was leaking. The buffer delivery pump was found broken at the plastic union of the buffer inlet tubing. The syringe assembly tubing at the valve level was reseated as it was found loose. The connection of the tubing at the syringe assembly valve level was loose and there were some salt deposits at the union as it was leaking. The tubing was reseated and connected. The review of service history of axsym (B)(4) indicates there were no other occurrences of the customer described issue following field service visit on (B)(4) 2009.